Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced fast heartbeat and then the device went off. Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.